Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc failed. The customer reported the unit was in use on a patient, but there was no patient harm.

Manufacturer narrative:
(B)(4). The fse confirmed the reported complaint. The da to mc ribbon cable was replaced to correct the problem. The customer reported not having the requested patient information.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc failed. The customer reported the unit was in use on a patient, but there was no patient harm.